Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the therapy pcb assembly. After replacing the therapy pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
According to the reporter, device locked up during self-test when it was powered up and that, when attempting to turn off the device, it immediately reset and powered up by itself and then locked up again. There was no patient use associated with the reported event.